Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva syringe plastipak 3ml s/su had leakage. It was reported that in the vaccine preparation stage, the vaccine was presented and reconstitution began, using the syringe previously filled with the diluent, according to the manufacturer's instructions. However, after dilution, at the time of aspiration of the contents with a 3 ml syringe, immediate extravasation of the liquid through the base of the plunger was observed, characterizing device failure and making it impossible to adequately aspirate the dose. What is the date of the incident? 24-03-2026 what is the damaged quantity, referring to the technical complaint? 1 is the damaged product/item available to be picked up by the warehouse? A: yes evidence (product photo / input): document attached additional information received on 07apr2026. Was there any damage to the patient's health? If so, please explain in detail. No was the incident notified to anvisa? If so, what is the notification number? No for sample collection and replacement, please inform: (B)(4) units how many units are available for pickup: (B)(4).